Manufacturer narrative:
This report is being supplemented to provide the results of device evaluation. New information added to the following fields: h6, h10. The device was returned, and the evaluation found the adhesive between the distal end and the server plug-in was cracked and had a gap. The evaluation found no other reportable malfunctions. The investigation is still ongoing. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date:2024/02/06. Sampling from: tip. Cfu:no detection. Bacterial identification:n/a. Sampling date:2024/02/06, sampling from: sampling from the stage, cfu:no detection, bacterial identification:n/a. Sampling date:2024/02/06, sampling from: forceps/suction channel, cfu:0 cfu/ml, bacterial identification:n/a. Sampling date:2024/02/06, sampling from: air/water channel, cfu:0 cfu/ml, bacterial identification:n/a. The customer did not the provided the facility cleaning disinfection and sanitization (cds) practices. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Additionally, the root cause of the observed crack in the distal end of the device could not be determined, however, the issue was likely the result of applied physical stress. The event can be detected/prevented by following the instructions for use which state: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Operation manual_ important information ¿ please read before use_ warnings and cautions warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the duodenovideoscope tested positive for an unexpected contamination three times. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
E1: establishment name: (B)(6). The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and test results were negative. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Attempts to retrieve additional information from the customer are in progress. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.